Event description:
It was reported that customer noticed two tandem mobi cartridges that looked different from others, with flat plungers that barely pulled back and visible change at fill rod and plunger, and issue occurred on two separate occasions starting around 5/5/26. There was no adverse impact to the customer¿s blood glucose level. Customer did not use cartridges for insulin delivery, did not request replacement supplies, and only reported change to technical support, with no additional actions documented.